Event description:
It was reported that an unspecified malfunction after a fall. There was no adverse impact to the customer¿s blood glucose level, as it remained within a normal range. Technical support decided to replace the pump. In the meantime, the customer planned to use their backup therapy, manual daily injections (mdi), to ensure continual insulin delivery. The customer was guided on how to return the non-working pump and understood the instructions provided.